Event description:
It was reported the pt has an uneventful "tvt" procedure in 2001. Approximately 2 weeks later the pt informed the doctor that pt had urinary retention. The doctor cut the tape resolving the pt's urinary retention.